Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left elbow revision procedure twenty-one days post-implantation due to wrong size pin bushing kit chosen by physician and implant fracture. Attempts to obtain additional information have been made; however, no more is available.